Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The exact date of explant is unknown.

Event description:
It was reported that the patient experienced an infection at the implant sites. As such, the surgical intervention took place wherein the entire system was explanted to address the issue. The patient was put on oral medication. The infection has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.